Event description:
The customer reported that during use, they noticed air in the lines in the ICU. Upon further inspection, they noticed that the blue port (from the needlefree port) was missing. The complaint did not know what fluids were used, but did say there was not much fluid leakages. No blood was present. No complications reported. They removed the air from lines and then removed the manifold from the IV tubing. The sample was not saved. The product code is 9520, lot 25569.c08.